Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving via an I mplantable pump. It was reported that after checking the catheter with a MRI the catheter was seen migrated to the cerebellum parenchym so after discussion they decided to withdraw it to c1 but the patient was fine no secondary effect.

Manufacturer narrative:
Continuation of d10: product ID 8784 lot# 0229479859 serial# implanted: (B)(6) 2025 product type catheter product ID 8780 lot# 0229657755 serial# implanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6) , ubd: 14-jul-2026, UDI#: (B)(4) ; product ID: 8780, serial/lot #: (B)(6) , ubd: 14-jul-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.